Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments. Analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis revealed oversensing due to non-physiologic signals/sic (sensing integrity counter), right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was also evidence of inappropriate shocks. (B)(4).

Event description:
It was reported that the patient was delivered to the emergency room after experiencing inappropriate shocks. It was believed the patient's right ventricular (rv) lead was fractured following a fall, the previous day, reported by the patient. High voltage therapies were programmed off while waiting for replacement. The lead was capped and replaced. No further patient complications have been reported as a result of this event.